Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving clonidine 30mcg/ml at 7.233mcg/day and dilaudid 5mg/ml at 1.2055mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. On 19-aug-2019 it was reported that the pump reservoir was empty. Per the reporter, the patient missed several appointments for refill and the pump was now empty. The low reservoir alarm date was (B)(6) 2019 and it was reviewed that the pump would have gone empty about 8 days later based on flow rate calculation. There were no patient symptoms and no further complications were reported or anticipated.